Manufacturer narrative:
During the basic occlusion test, unit was unable to prime during the prime/delivery test and motor error alarm due to protruded/loose drive support disk. Motor passed motor test. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked; cracked reservoir tube lip, missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a motor error alarm. Customer's blood glucose was 130 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.